Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), device dislocation ("essure device had migrated from its original placement/ malposition of essure device / one of the coils was found in the omentum"), pregnancy with contraceptive device ("pregnancy (no complications)") and breech presentation ("c-section due to breech") in a 30-year-old female patient (gravida 6, para 6) who had essure (batch no. 627751) inserted for birth control. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted" and device ineffective "device ineffective / failure to occlude fallopian tube". The patient's past medical history included parity 5 and multigravida. On (B)(6) 2009, the patient had essure inserted. In august 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), migraine ("migraines/headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea"), abdominal pain ("pain in abdominal area"), back pain ("lower back pain"), depression ("depression"), anxiety ("mental anguish") and weight increased ("weight gain"). On (B)(6) 2010, 1 year 1 month after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), hormone level abnormal ("hormone imbalance"), menstrual disorder ("menstruation issues") and breech presentation (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (total hysterectomy and ablation), surgery (total hysterectomy) and surgery (c-section). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and abdominal pain had resolved, the device dislocation, dyspareunia, fatigue, migraine, hormone level abnormal, menstrual disorder, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, dysmenorrhoea, depression, anxiety, weight increased and breech presentation outcome was unknown and the back pain was resolving. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal pain, anxiety, back pain, breech presentation, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, menorrhagia, menstrual disorder, migraine, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on (B)(6) - 2015, plaintiff underwent a laparoscopic removal of foreign body (essure coil), hysteroscopic endometrial ablation with therma choice balloon and dilation and curettage. Plaintiff made multiple doctors' visits from (B)(6) 2015 - (B)(6) 2016. On or about (B)(6) 2016 plaintiff underwent a laparoscopic assisted vaginal with bilateral oophorectomy. This was the last resort in an- effort to rid plaintiff constant pelvic pain which proved resistant to conservative treatment and a previous bilateral salpingectomies. Removal details: left tube was removed. No essure coil was noted anywhere in the length of tube. Essure coil was removed as well as the entire remnant of the right lube. The missing essure coil was felt to be in the omentum based on the location seen on preoperative x-ray. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.7 kg/sqm. Abdominal x-ray - on (B)(6) 2015: left-sided essure coil is now more laterally on (B)(6) 2015: abdominal x-ray (cont.): located, likely free within the abdomen or pelvis as on CT. Right-sided essure remains coiled and projects in stable position right-side of pelvis, still unsure of exact location potentially within the uterus as on CT. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, dysmenorrhea and menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: aka name and dob added. Essure indication and lot number. New events added: abnormal bleeding (vaginal, menorrhagia), dysmenorrhea, failure to occlude fallopian tube, pain in abdominal area, lower back pain, depression, mental anguish. C-section due to breech and weight gain. The previously reported events were updated as follows: "essure device had migrated from its original placement" was updated to "essure device had migrated from its original placement/ malposition of essure device", "headaches" was updated to "migraines/headaches" and "post implant pregnancy" was updated to "pregnancy (no complications)". Onset date of pregnancy (no complications) was given ((B)(6) 2010) and pregnancy outcome updated to "live birth, child health" and delivery type: c-section. Pregnancies were added as patient's medical history. Outcome for severe pelvic pain (previously reported) updated to resolved after hysterectomy. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), device dislocation ("essure device had migrated from its original placement/ malposition of essure device / one of the coils was found in the omentum/ location of device mid-omentum/left coil removed from omentum/failure to occlude ft"), pregnancy with contraceptive device ("pregnancy (no complications)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), breech presentation ("c-section due to breech") and metal poisoning ("blood or heart disorder/condition type: metal poisoning") in a 30-year-old female patient (gravida 6, para 6) who had essure (batch no. 627751) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted" and device ineffective "device ineffective / failure to occlude fallopian tube". The patient's past medical history included parity 5 and multigravida. Concomitant products included herbals nos w/minerals nos/vitamins nos (estroven), ibuprofen, iron (iron supplement), lansoprazole (prevacid), naproxen sodium (aleve tablet) and paracetamol (tylenol). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), migraine ("migraines/headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), abdominal pain ("pain in abdominal area"), back pain ("lower back pain"), depression ("depression"), anxiety ("mental anguish") and weight increased ("weight gain"). On (B)(6) 2010, 1 year 1 month after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), hormone level abnormal ("hormone imbalance"), menstrual disorder ("menstruation issues"), breech presentation (seriousness criterion medically significant), metal poisoning (seriousness criterion medically significant) and headache ("headaches"). On an unknown date, the patient experienced tooth disorder ("dental problems"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (total hysterectomy and ablation), surgery (total hysterectomy, dilatation and curretage, laparoscopic removal of essure coil), surgery (ablation done on (B)(6) 2018) and surgery (c-section). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, device dislocation, dyspareunia, fatigue, migraine, menstrual disorder, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, dysmenorrhoea, abdominal pain, back pain, depression, anxiety, weight increased, breech presentation, metal poisoning, alopecia, tooth disorder and headache was resolving and the hormone level abnormal outcome was unknown. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal pain, alopecia, anxiety, back pain, breech presentation, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, menorrhagia, menstrual disorder, metal poisoning, migraine, pelvic pain, pregnancy with contraceptive device, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on (B)(6) 2015, plaintiff underwent a laparoscopic removal of foreign body (essure coil), hysteroscopic endometrial ablation with thermachoice balloon and dilation and curettage. Plaintiff made multiple doctors' visits from (B)(6) 2015 - (B)(6) 2016. On or about (B)(6) 2016 plaintiff underwent a laparoscopic assisted vaginal with bilateral oophorectomy. This was the last resort in an- effort to rid plaintiff constant pelvic pain which proved resistant to conservative treatment and a previous bilateral salpingectomies. Removal details: left tube was removed. No essure coil was noted anywhere in the length of tube. Essure coil was removed as well as the entire remnant of the right lube. The missing essure coil was felt to be in the omentum based on the location seen on preoperative x-ray. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.7 kg/sqm. Abdominal x-ray - on (B)(6) 2015: left-sided essure coil is now more laterally on (B)(6) 2015: abdominal x-ray (cont.): located, likely free within the abdomen or pelvis as on CT. Right-sided essure remains coiled and projects in stable position right-side of pelvis, still unsure of exact location potentially within the uterus as on CT. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, dysmenorrhea and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 21-sep-2018: pfs received: event blood or heart disorder/condition type: metal poisoning, dental problems, headache, hair loss were added. Concomitant drugs were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), device dislocation ("essure device had migrated from its original placement/ malposition of essure device / one of the coils was found in the omentum"), pregnancy with contraceptive device ("pregnancy (no complications)") and breech presentation ("c-section due to breech") in a 30-year-old female patient (gravida 6, para 6) who had essure (batch no. 627751) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted" and device ineffective "device ineffective / failure to occlude fallopian tube". The patient's past medical history included parity 5 and multigravida. On (B)(6) 2009, the patient had essure inserted. In august 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), migraine ("migraines/headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea"), abdominal pain ("pain in abdominal area"), back pain ("lower back pain"), depression ("depression"), anxiety ("mental anguish") and weight increased ("weight gain"). On (B)(6) 2010, 1 year 1 month after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), hormone level abnormal ("hormone imbalance"), menstrual disorder ("menstruation issues") and breech presentation (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (total hysterectomy and ablation), surgery (total hysterectomy) and surgery (c-section). Essure was removed on (B)(6) 2015 . At the time of the report, the pelvic pain and abdominal pain had resolved, the device dislocation, dyspareunia, fatigue, migraine, hormone level abnormal, menstrual disorder, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, dysmenorrhoea, depression, anxiety, weight increased and breech presentation outcome was unknown and the back pain was resolving. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal pain, anxiety, back pain, breech presentation, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, menorrhagia, menstrual disorder, migraine, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on (B)(6) 2016, plaintiff underwent a laparoscopic removal of foreign body (essure coil), hysteroscopic endometrial ablation with thermachoice balloon and dilation and curettage. Plaintiff made multiple doctors' visits from 5-aug-2015 - 3-mar-2016. On or about (B)(6) 2016 plaintiff underwent a laparoscopic assisted vaginal with bilateral oophorectomy. This was the last resort in an- effort to rid plaintiff constant pelvic pain which proved resistant to conservative treatment and a previous bilateral salpingectomies. Removal details: left tube was removed. No essure coil was noted anywhere in the length of tube. Essure coil was removed as well as the entire remnant of the right lube. The missing essure coil was felt to be in the omentum based on the location seen on preoperative x-ray. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.7 kg/sqm. Abdominal x-ray - on 5-aug-2015: left-sided essure coil is now more laterally on 05-aug-2015: abdominal x-ray (cont.): located, likely free within the abdomen or pelvis as on CT. Right-sided essure remains coiled and projects in stable position right-side of pelvis, still unsure of exact location potentially within the uterus as on CT. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, dysmenorrhea and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 17-aug-2018: quality safety evaluation of product technical complaints. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)'), device dislocation ('essure device had migrated from its original placement/ malposition of essure device / one of the coils was found in the omentum/ location of device mid-omentum/left coil removed from omentum/failure to occlude ft'), pregnancy with contraceptive device ('pregnancy (no complications)'), breech presentation ('c-section due to breech') and metal poisoning ('blood or heart disorder/condition type: metal poisoning') in a 30-year-old female patient who had essure (batch no. 627751) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted" and device ineffective "device ineffective / failure to occlude fallopian tube". The patient's medical history included parity 5 and multigravida. On (B)(6) 2015: abdominal x-ray (cont.): located, likely free within the abdomen or pelvis as on CT. Right-sided essure remains coiled and projects in stable position right-side of pelvis, still unsure of exact location potentially within the uterus as on CT. Concomitant products included boron;calcium;cimicifuga racemosa extract;folic acid;glycine max extract;magnolia officinalis;nicotinic acid;pyridoxine hydrochloride;riboflavin;selenium;thiamine;tocopherol;vitamin b12 nos (estroven), ibuprofen, iron, lansoprazole (prevacid), naproxen sodium (aleve tablet) and paracetamol (tylenol). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), migraine ("migraines/headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea"), abdominal pain ("pain in abdominal area"), back pain ("lower back pain"), depression ("depression") and anxiety ("mental anguish") and was found to have weight increased ("weight gain"). On (B)(6) 2010, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 1 year 1 month after insertion of essure. On (B)(6) 2015, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), menstrual disorder ("menstruation issues"), breech presentation (seriousness criterion medically significant), metal poisoning (seriousness criterion medically significant), headache ("headaches") and genital haemorrhage ("abnormal bleeding") and was found to have hormone level abnormal ("hormone imbalance"). The patient was treated with surgery (c-section, total hysterectomy and ablation, total hysterectomy, dilatation and curretage, laparoscopic removal of essure coil and ablation done on (B)(6) 2018). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and genital haemorrhage had resolved, the menorrhagia, device dislocation, dyspareunia, fatigue, migraine, menstrual disorder, pregnancy with contraceptive device, vaginal haemorrhage, dysmenorrhoea, abdominal pain, back pain, depression, anxiety, weight increased, breech presentation, metal poisoning, alopecia, tooth disorder and headache was resolving and the hormone level abnormal outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 6. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal pain, alopecia, anxiety, back pain, breech presentation, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, menstrual disorder, metal poisoning, migraine, pelvic pain, pregnancy with contraceptive device, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on (B)(6) 2015, plaintiff underwent a laparoscopic removal of foreign body (essure coil), hysteroscopic endometrial ablation with thermachoice balloon and dilation and curettage. Plaintiff made multiple doctors' visits from (B)(6) 2015 - (B)(6) 2016. On or about (B)(6) 2016 plaintiff underwent a laparoscopic assisted vaginal with bilateral oophorectomy. This was the last resort in an- effort to rid plaintiff constant pelvic pain which proved resistant to conservative treatment and a previous bilateral salpingectomies. Removal details: left tube was removed. No essure coil was noted anywhere in the length of tube. Essure coil was removed as well as the entire remnant of the right lube. The missing essure coil was felt to be in the omentum based on the location seen on preoperative x-ray. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.7 kg/sqm. Abdominal x-ray - on (B)(6) 2015: results: left-sided essure coil is now more laterally. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, dysmenorrhea and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Event genital bleeding added. Outcome for event pelvic pain was updated to recovered. New reporter was added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)'), device dislocation ('essure device had migrated from its original placement/ malposition of essure device / one of the coils was found in the omentum/ location of device mid-omentum/left coil removed from omentum/failure to occlude ft'), pregnancy with contraceptive device ('pregnancy (no complications)'), breech presentation ('c-section due to breech') and metal poisoning ('blood or heart disorder/condition type: metal poisoning') in a (B)(6) female patient who had essure (batch no. 627751) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted" and device ineffective "device ineffective / failure to occlude fallopian tube". The patient's medical history included parity 5 and multigravida. On (B)(6) 2015: abdominal x-ray (cont.): located, likely free within the abdomen or pelvis as on CT. Right-sided essure remains coiled and projects in stable position right-side of pelvis, still unsure of exact location potentially within the uterus as on CT. Concomitant products included boron;calcium;cimicifuga racemosa extract;folic acid;glycine max extract;magnolia officinalis;nicotinic acid;pyridoxine hydrochloride;riboflavin;selenium;thiamine;tocopherol;vitamin b12 nos (estroven), ibuprofen, iron, lansoprazole (prevacid), naproxen sodium (aleve tablet) and paracetamol (tylenol). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), migraine ("migraines/headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea"), abdominal pain ("pain in abdominal area"), back pain ("lower back pain"), depression ("depression") and anxiety ("mental anguish") and was found to have weight increased ("weight gain"). On (B)(6) 2010, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 1 year 1 month after insertion of essure. On (B)(6) 2015, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), menstrual disorder ("menstruation issues"), breech presentation (seriousness criterion medically significant), metal poisoning (seriousness criterion medically significant), headache ("headaches") and genital haemorrhage ("abnormal bleeding") and was found to have hormone level abnormal ("hormone imbalance"). The patient was treated with surgery (c-section, total hysterectomy and ablation, total hysterectomy, dilatation and curretage, laparoscopic removal of essure coil and ablation done on (B)(6) 2018). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and genital haemorrhage had resolved, the menorrhagia, device dislocation, dyspareunia, fatigue, migraine, menstrual disorder, pregnancy with contraceptive device, vaginal haemorrhage, dysmenorrhoea, abdominal pain, back pain, depression, anxiety, weight increased, breech presentation, metal poisoning, alopecia, tooth disorder and headache was resolving and the hormone level abnormal outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 6. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal pain, alopecia, anxiety, back pain, breech presentation, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, menstrual disorder, metal poisoning, migraine, pelvic pain, pregnancy with contraceptive device, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on (B)(6) 2015, plaintiff underwent a laparoscopic removal of foreign body (essure coil), hysteroscopic endometrial ablation with thermachoice balloon and dilation and curettage. Plaintiff made multiple doctors' visits from (B)(6) 2015 - (B)(6) 2016. On or about (B)(6) 2016 plaintiff underwent a laparoscopic assisted vaginal with bilateral oophorectomy. This was the last resort in an- effort to rid plaintiff constant pelvic pain which proved resistant to conservative treatment and a previous bilateral salpingectomies. Removal details: left tube was removed. No essure coil was noted anywhere in the length of tube. Essure coil was removed as well as the entire remnant of the right lube. The missing essure coil was felt to be in the omentum based on the location seen on preoperative x-ray. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Abdominal x-ray - on (B)(6) 2015: results: left-sided essure coil is now more laterally. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, dysmenorrhea and menorrhagia quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)'), device dislocation ('essure device had migrated from its original placement/ malposition of essure device / one of the coils was found in the omentum/ location of device mid-omentum/left coil removed from omentum/failure to occlude ft'), breech presentation ('c-section due to breech') and metal poisoning ('blood or heart disorder/condition type: metal poisoning') in a 30-year-old female patient who had essure (batch no. 627751) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted" and device ineffective "device ineffective / failure to occlude fallopian tube". The patient's medical history included parity 5 and multigravida. On (B)(6) 2015: abdominal x-ray (cont.): located, likely free within the abdomen or pelvis as on CT. Right-sided essure remains coiled and projects in stable position right-side of pelvis, still unsure of exact location potentially within the uterus as on CT. Concomitant products included boron;calcium;cimicifuga racemosa extract;folic acid;glycine max extract;magnolia officinalis;nicotinic acid;pyridoxine hydrochloride;riboflavin;selenium;thiamine;tocopherol;vitamin b12 nos (estroven), ibuprofen, iron, lansoprazole (prevacid), naproxen sodium (aleve tablet) and paracetamol (tylenol). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), migraine ("migraines/headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea"), abdominal pain ("pain in abdominal area"), back pain ("lower back pain"), depression ("depression") and anxiety ("mental anguish") and was found to have weight increased ("weight gain"). On (B)(6) 2010, the patient was found to have a pregnancy with contraceptive device ("pregnancy (no complications)"), 1 year 1 month after insertion of essure. On (B)(6) 2015, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), menstrual disorder ("menstruation issues"), breech presentation (seriousness criterion medically significant), metal poisoning (seriousness criterion medically significant), headache ("headaches") and genital haemorrhage ("abnormal bleeding") and was found to have hormone level abnormal ("hormone imbalance"). The patient was treated with surgery (c-section, total hysterectomy and ablation, total hysterectomy, dilatation and curretage, laparoscopic removal of essure coil and ablation done on (B)(6) 2018). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and genital haemorrhage had resolved, the menorrhagia, device dislocation, dyspareunia, fatigue, migraine, menstrual disorder, pregnancy with contraceptive device, vaginal haemorrhage, dysmenorrhoea, abdominal pain, back pain, depression, anxiety, weight increased, breech presentation, metal poisoning, alopecia, tooth disorder and headache was resolving and the hormone level abnormal outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 6. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal pain, alopecia, anxiety, back pain, breech presentation, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, menstrual disorder, metal poisoning, migraine, pelvic pain, pregnancy with contraceptive device, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on (B)(6) 2015, plaintiff underwent a laparoscopic removal of foreign body (essure coil), hysteroscopic endometrial ablation with thermachoice balloon and dilation and curettage. Plaintiff made multiple doctors' visits from (B)(6) 2015 - (B)(6) 2016. On or about (B)(6) 2016 plaintiff underwent a laparoscopic assisted vaginal with bilateral oophorectomy. This was the last resort in an- effort to rid plaintiff constant pelvic pain which proved resistant to conservative treatment and a previous bilateral salpingectomies. Removal details: left tube was removed. No essure coil was noted anywhere in the length of tube. Essure coil was removed as well as the entire remnant of the right lube. The missing essure coil was felt to be in the omentum based on the location seen on preoperative x-ray. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.7 kg/sqm. Abdominal x-ray - on (B)(6) 2015: results: left-sided essure coil is now more laterally. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, dysmenorrhea and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jun-2020: quality safety evaluation of ptc. Event of pregnancy with contraceptive device downgraded to non-serious. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and device dislocation ("essure device had migrated from its original placement") in a female patient (gravida 1) who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), fatigue ("fatigue"), headache ("headaches"), hormone level abnormal ("hormone imbalance"), menstrual disorder ("menstruation issues") and pregnancy ("post implant pregnancy"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (underwent a laparoscopic removal of foreign body (essure coil) hysteroscopic endometrial ablation) and surgery (underwent a laparoscopic removal of foreign body (essure coil) hysteroscopic endometrial ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain had not resolved and the device dislocation, dyspareunia, fatigue, headache, hormone level abnormal, menstrual disorder and pregnancy outcome was unknown. The pregnancy outcome was unknown to the reporter. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.